Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to blood glucose. The customer continued to use the pump for insulin therapy. Upon follow up, it was reported that issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.